Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03925 / 03926).

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2000 and left total knee arthroplasty on an unknown date. Patients left knee was revised on (B)(6) 2014 due to poly wear. The bearing was removed and replaced. Subsequently, the patient's right knee was revised on (B)(6) 2015 due to poly wear. The bearing was removed and replaced.